Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. The returned device was damaged. Hybrid analysis at the product analysis lab initially confirmed the lead impedance issue, but it was intermittent and then permanently cleared. Several indentations on the device can were noted. Two high voltage (laser ribbon bonds) lrbs from the hybrid to the high voltage capacitors (c1n and csp) were noted be fractured. The location of the fractured lrbs were coincident with one of the denting locations. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 37714 pain stim ipg implanted: (B)(6) 2013, 3778-60 pain stim lead implanted: (B)(6) 2013, 3778-60 pain stim lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high right ventricular (rv) lead impedance on the defibrillation and superior vena cava (svc) coils and no capture. The patient was seen in the electrophysiology lab for rv lead replacement. When the device was removed, it was observed that the device appeared dented and damaged. Complete testing was done for all 3 leads and they appeared to be functioning normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.